Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a bowel resectin procedure. Reportedly, the instrument did not have any staples. No pt injury has been reported.